Event description:
The customer reported that the sys was not powering on (booting up). There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable, isd board and the fh32 fuse were replaced. The system was then found to be operating as intended.